Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Concomitant medical products: concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). Device history records was conducted. The report indicates that the: part# 03.226.041, lot# 8238204, manufacturing site: (B)(4), manufacturing date: 18. Jan. 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a cannulated stardrive screwdriver broke while implanting a 4.5mm headless screw into a cadaver's left patella. The issue occurred on (B)(6) 2016 in an orthopedic laboratory. It was a clean break, no fragments generated. It is unknown if there was a surgical delay and if the procedure was successfully completed. It was confirmed that the study has not been fully completed, possibly due to broken screwdriver. No patient involvement. No additional information. This complaint involves 1 device. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one (1) cannulated stardrive screwdriver (part: 03.226.041 / lot: 8238204) was received for evaluation with complaint category "broken: intraoperatively." This complaint is confirmed as the returned device was received in two (2) pieces (distal tip received separate from the remainder of the screwdriver shaft with handle). Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. A definitive root cause cannot be determined; however, the complaint condition was most likely caused by application of excessive torque, which exceeded material strength. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The relevant drawing was reviewed during this evaluation with no design issues or discrepancies observed. No patient involvement is being reported along with this case. The subject of the ¿procedure¿ was a cadaver. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.